Event description:
The patient's right heart failure existed prior to their left ventricular assist device (lvad) was implanted; the lvad did not contribute to their heart failure. They were given intravenous diuretics and milrinone. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure, hypertension, cardiac arrhythmia, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had mild right ventricle dysfunction prior to implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented for a right heart catherization (rhc) / ramp transthoracic echocardiogram (tte) for speed optimization. The patient was admitted for worsening heart failure marked by orthopnea. The patient had hypertension and weight gain as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented for an elective right heart catheterization (rhc) and a ramp transthoracic echocardiogram (tte) for speed optimization; the pump speed remained the same. It was noted that the patient had inadequate left ventricular unloading up to 5900 rpm. The patient was admitted for worsening heart failure symptoms, including a 10lb weight gain, worsening dyspnea, orthopnea, abdominal distention, worsening renal dysfunction, and hypertension. They were given intravenous diuretics and amlodipine for afterload reduction. A follow up rhc and ramp study on 04aug2021 demonstrated very little changes in pulmonary pressures with speed changes, but a significant reduction in pressures with afterload reduction. Amlodipine was discontinued for hydralazine with plans to aggressively up-titrate afterload reduction to offload the right ventricle. On (B)(6) 2021, the patient was started on milrinone at 0.25mcg/kg/min for right ventricular inotropic support as well as intravenous bumex (bumetanide) for diuresis due to worsening central edema and renal function. A rhc performed on (B)(6) 2021 showed elevated filling pressures; renal function continued to worsen. Diuril (chlorothiazide) was administered and bumex was continued. A tee with cardioversion was performed on (B)(6) 2021, converting the patient back to sinus rhythm. The patient was transferred to the stepdown unit and was transitioned to a higher dose of oral diuretics, including torsemide, with maintenance of their urine output. The patient had significant symptomatic improvement. The patient was stable and would continue on diuretics a higher dosage and milrinone. The patient was discharged on (B)(6) 2021.